Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep, misaligned insertion, or prying/leveraging the device during insertion.

Event description:
On 09/29/2025, an arthrex subsidiary employee reported via email that the screw of an ar-1317 ft nano corkscrew suture anchor broke during insertion into the bone tunnel. All fragments were successfully extracted from the patient, and the procedure was completed using a new product without any issues. The incident occurred during a procedure performed on (B)(6) 2025, with no patient harm reported. Additional information was received on 10/02/2025: there was no detailed information on the type of procedure performed. The case was completed using an ar-1317ft nano corkscrew suture anchor. There was no significant case delay, no additional anesthesia was administered, and no adverse effects on the patient during or following the surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.